Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.(B)(4)

Manufacturer narrative:
(B)(4). The band/balloon with 21.5mm of catheter, a piece of catheter and 26cm of tubing with the strain relief at the end. The injection port was not returned for evaluation. The complaint cannot be confirmed. Evaluation of the device cannot confirm events that are physiological in nature. Infection and band erosion are recognized adverse events associated with gastric banding and the realize band. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.